Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the clinic and informed the team that they had experienced several episodes of epistaxis requiring pressure. The patient was also noted to have an elevated inr of 4.7 on (B)(6) 2021. The patient's warfarin was held for one day and then their prescription dose was decreased. The patient's bleeding resolved without sequelae on (B)(6) 2021.